Event description:
On (B)(6) 2012, the healthcare professional/reporter, a pharmacist in (B)(6), contacted lifescan to report the one touch vita enhanced meter was giving inaccurately high readings. The technical service representative (tsr) contacted the reporter to obtain and verify information; however, was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2012 at 10:00 pm, the patient obtained the blood glucose reading of 130 mg/dl on the reported meter, which she claimed was inaccurately high. The patient went to bed, and on (B)(6) 2012 at 3:00 am, the patient experienced the symptoms of sweating and she became unconscious. The patient's son treated her with a glucagon injection and contacted emergency services. He did not test the patient's blood glucose level prior to the glucagon treatment. Emergency services arrived and tested the patient's blood glucose level to be "less than their meter could read"; no specific result was provided. The patient was transported to and admitted to the hospital. It would have been helpful to determine the patient's expected blood glucose readings, her diabetes medication regimen, if the patient took any insulin or medication after obtaining the 130 mg/dl reading, her blood glucose levels earlier on the day of this event, her meals and medications taken prior to the event, her blood glucose reading in the hospital and her admitting diagnosis. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose reading on the reported meter, and received emergency medical attention and treatment with glucagon. Therefore, this complaint is being reported.

Manufacturer narrative:
The patient's meter and test strips were replaced and requested returned for investigation. Evaluation of the patient's returned test strips was completed on march 1, 2012 will passing results and no problems found. The patient's returned meter was received and found to not power on; the battery was dead. On march 2, 2012, a new battery was installed in the meter, the meter powered on successfully, and passed testing with no problems found. Meter manufacture date: 10/8/2008. Gender: female.

Manufacturer narrative:
(B)(4)